Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Event description:
It was reported that during an arthroscopy, the fast-fix 360 knob was depressed and the implants t1 and t2 were deployed simultaneously. The procedure was completed with 5 minutes of surgical delay using a smith and nephew back up device. No further complications were reported.